Event description:
The customer reports the enteral feeding pump is over delivering during preventative maintenance, no patient involvement. The rate was set to 75ml/hr and delivered 43.12mls in 30 minutes using distilled water.